Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with current fill estimate showing 105 units while caller expected 220 to 240 units, and difference was greater than 30 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Caller confirmed using room temperature insulin, not reusing cartridge, and having removed air but had overfilled cartridge, so technical support instructed not to overfill in future, and caller declined to load new cartridge and chose to continue using current cartridge with plan to follow up if necessary.